Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was unsure if her device was on or working. It was noted that the patient had surgery "about two weeks ago" to have 80% of her colon removed and her appendix taken out. It was stated that the patient was unsure if "anything they did in the operating room interfered with it". It was stated that the device was "basically doing nothing". It was stated that before the device was implanted the patient had nausea all day and now the patient no longer has nausea with the device implanted.